Manufacturer narrative:
No sample has been received. No previous investigations are available. After detailed batch review, a discrepancy (includes non-conformances/deviations) was found in the manner of a correction procedure for short count. No impact to this complaint. A photo is attached however, there is not enough information to conclude that the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 10, 2015. (B)(4).

Event description:
It was reported foreign material was found inside the primary pack; the end user described the foreign material as dust. No patient involvement was reported.